Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the machine not suctioning. Representative attempted to do a troubleshoot, but they had limited mobility. Representative gave them tips on 3/4 inch of wick spacing. Patient will try that for now. Used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided.

Event description:
It was reported that the patient stated the machine not suctioning. Representative attempted to do a troubleshoot, but they had limited mobility. Representative gave them tips on 3/4 inch of wick spacing. Patient will try that for now. Used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.